Event description:
Endoleak (type ia): the patient underwent emergent tevar due to aortic rupture. Although the sealing length in zone 1 was only about 15 mm at the lesser curvature, tevar was performed as the patient requested. The relay plus was implanted as planned, but type ia slightly remained. As tevar was not able to continue, the procedure was finished without problem. If endoleak does not stop in the future, the operative method will be changed to zone 0 tevar or an open conversion will be considered. The physician though that it would be very difficult even if tevar was perform due to extremely short neck, but the physician managed to overcome the difficulty by using the relay plus. Operative method: tevar. Patient outcome - "no health damage to the patient was noted."

Event description:
Endoleak (type ia): the patient underwent emergent tevar due to aortic rupture. Although the sealing length in zone 1 was only about 15 mm at the lesser curvature, tevar was performed as the patient requested. The relay plus was implanted as planned, but type ia slightly remained. As tevar was not able to continue, the procedure was finished without problem. If endoleak does not stop in the future, the operative method will be changed to zone 0 tevar or an open conversion will be considered. The physician though that it would be very difficult even if tevar was perform due to extremely short neck, but the physician managed to overcome the difficulty by using the relay plus. Operative method: tevar. Patient outcome - "no health damage to the patient was noted."